Event description:
It was reported that patient underwent a rotator cuff repair procedure that utilized anchors on (B)(6) 2015. During the procedure, an anchor would not disengage from the inserter and could not be used. A second anchor was available and successfully deployed using the same hole. There was no injury to the patient or significant delay to the procedure as a result.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no anomaly or deviation. (B)(6). There are warnings in the package insert that state that this type of event can occur: under precautions, ¿do not use excessive force when inserting the device. Excessive force may cause damage to the device and/or adversely affect its performance.¿